Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "keeps alarming the door not fully closed" was reproduced as "door not fully latched!" Alarm. A review of the event history log revealed "door jammed!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper link switch. The upper auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps alarming the door not fully closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.